Event description:
Alleged the bed slowly drifts down.

Manufacturer narrative:
The technician found the hi/low function drifting down to a worn hi/low drive brake. The technician replaced the high/low drive brake to repair the bed.